Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the alp dislodged post tether mode and embolized in the right atrium. The dislodgement was verified via a chest x-ray. The alp was retrieved and successfully implanted. The patient was stable throughout the procedure.